Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), fatigue ("fatigue"), dysmenorrhoea ("dysmenorrhoea"), abdominal pain ("abdominal pain") and menorrhagia ("menorrhagia"). The patient was treated with surgery (salpingectomy. (Bilateral},hysterectomy (full)). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, dysmenorrhoea and abdominal pain had resolved and the fatigue and menorrhagia outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, fatigue, menorrhagia and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure on an unknown date: yes. Most recent follow-up information incorporated above includes: on 6-sep-2019: pfs received: case upgraded to incident. Unspecified event "injury to herself" was updated to more specific events: abdominal pain, pelvic pain, dysmenorrhea, menorrhagia, fatigue. Patient demographic added, essure removal date added, essure indication updated. Lab data added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a 32-year-old female patient who had essure (batch no. C65837-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included abdominal pain, right lower quadrant pain, pelvic pain and uterine enlargement. Concurrent conditions included depression and anxiety. Concomitant products included sertraline hydrochloride (zoloft) since 2006. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("dysmenorrhoea"), 10 months 16 days after insertion of essure. In (B)(6) 2016, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)") and dermatitis contact ("nickel allergy/ acute itching"). In (B)(6) 2016, the patient experienced migraine ("migraines / headaches"). On an unknown date, the patient was found to have a pregnancy with contraceptive device ("maternity leave jan 2016 to jul 2016") and experienced abdominal pain lower ("abdominal pain / lower right side of abdomen"), menorrhagia ("menorrhagia"), vulvovaginal pain ("vaginal pain") and fatigue ("fatigue"). The patient was treated with surgery (salpingectom (bilateral), hysterectomy (full)). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, dysmenorrhoea, abdominal pain lower and dyspareunia had resolved and the pregnancy with contraceptive device, menorrhagia, dermatitis contact, vulvovaginal pain, fatigue and migraine outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was unknown to the reporter. The reporter considered abdominal pain lower, dermatitis contact, dysmenorrhoea, dyspareunia, fatigue, menorrhagia, migraine, pelvic pain, pregnancy with contraceptive device and vulvovaginal pain to be related to essure. The reporter commented: discrepancy noted in essure insertion date (B)(6) 2015 and (B)(6) 2015. Discrepancy noted in essure removal date- (B)(6) 2017, and (B)(6) 2017. Describe when you took leave and the reason: reason: maternity leave. Date leave began: (B)(6) 2016. Date leave ended: (B)(6) 2016. Reason: after essure was put in. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2016: results: total bilateral occlusion.. Lot#c65837 reported is not valid. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on (B)(6) 2021: pfs received. Event onset date for "migraines / headaches, dysmenorrhoea, dyspareunia (painful sexual intercourse), pelvic pain, nickel allergy/ acute itching" were added. Outcome of the event "dyspareunia (painful sexual intercourse)" and reporter information were updated. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a 32-year-old female patient who had essure (batch no. C65837-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included abdominal pain, right lower quadrant pain, pelvic pain and uterine enlargement. Concurrent conditions included depression and anxiety. Concomitant products included sertraline hydrochloride (zoloft) since 2006. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("dysmenorrhoea"), 10 months 16 days after insertion of essure. In (B)(6) 2016, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)") and dermatitis contact ("nickel allergy/ acute itching"). In (B)(6) 2016, the patient experienced migraine ("migraines / headaches"). On an unknown date, the patient was found to have a pregnancy with contraceptive device ("maternity leave (B)(6) 2016 to (B)(6) 2016") and experienced abdominal pain lower ("abdominal pain / lower right side of abdomen"), heavy menstrual bleeding ("menorrhagia"), vulvovaginal pain ("vaginal pain") and fatigue ("fatigue"). The patient was treated with surgery (salpingectom (bilateral), hysterectomy (full)). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, dysmenorrhoea, abdominal pain lower and dyspareunia had resolved and the pregnancy with contraceptive device, heavy menstrual bleeding, dermatitis contact, vulvovaginal pain, fatigue and migraine outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was unknown to the reporter. The reporter considered abdominal pain lower, dermatitis contact, dysmenorrhoea, dyspareunia, fatigue, heavy menstrual bleeding, migraine, pelvic pain, pregnancy with contraceptive device and vulvovaginal pain to be related to essure. The reporter commented: discrepancy noted in essure insertion date- (B)(6) 2015 and (B)(6) 2015. Discrepancy noted in essure removal date- (B)(6) 2017, and (B)(6) 2017. Describe when you took leave and the reason: reason: maternity leave date leave began: (B)(6) 2016. Date leave ended: (B)(6) 2016. Reason: after essure was put in. Discrepancy noted in essure confirmation test- (B)(6) 2016. Plaintiff received treatment for bleeding menorrhagia. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2016: results: total bilateral occlusion. Lot#c65837 reported is not valid. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-apr-2021: pfs received. Reporter information were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a 32-year-old female patient who had essure (batch no. C65837-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included abdominal pain, right lower quadrant pain, pelvic pain and uterine enlargement. Concurrent conditions included depression and anxiety. Concomitant products included sertraline hydrochloride (zoloft) since 2006. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("dysmenorrhoea"), 10 months 16 days after insertion of essure. In (B)(6)2016, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)") and dermatitis contact ("nickel allergy/ acute itching"). In (B)(6) 2016, the patient experienced migraine ("migraines / headaches"). On an unknown date, the patient was found to have a pregnancy with contraceptive device ("maternity leave (B)(6) 2016 to (B)(6)2016") and experienced abdominal pain lower ("abdominal pain / lower right side of abdomen"), menorrhagia ("menorrhagia"), vulvovaginal pain ("vaginal pain") and fatigue ("fatigue"). The patient was treated with surgery (salpingectom (bilateral), hysterectomy (full)). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, dysmenorrhoea, abdominal pain lower and dyspareunia had resolved and the pregnancy with contraceptive device, menorrhagia, dermatitis contact, vulvovaginal pain, fatigue and migraine outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was unknown to the reporter. The reporter considered abdominal pain lower, dermatitis contact, dysmenorrhoea, dyspareunia, fatigue, menorrhagia, migraine, pelvic pain, pregnancy with contraceptive device and vulvovaginal pain to be related to essure. The reporter commented: discrepancy noted in essure insertion date-(B)(6) 2015 and (B)(6) 2015. Discrepancy noted in essure removal date (B)(6) 2017, and (B)(6) 2017. Describe when you took leave and the reason: reason: maternity leave date leave began: (B)(6) 2016 date leave ended: (B)(6) 2016 reason: after essure was put in discrepancy noted in essure confirmation test- (B)(6) 2016 diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2016: results: total bilateral occlusion.. Lot#c65837 reported is not valid quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 9-apr-2021: pfs received-no new significant information based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a 32-year-old female patient who had essure (batch no. C65837-not valid) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included abdominal pain, right lower quadrant pain, pelvic pain, uterine enlargement and vaginal delivery (newborn information: live birth: yes. Date of birth: (B)(6) 2013. Weight: birth weight: 7 ib 7 oz (3.374 kg)). Concurrent conditions included depression and anxiety. Concomitant products included sertraline hydrochloride (zoloft) since 2006. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("dysmenorrhoea"), 10 months 16 days after insertion of essure. In (B)(6) 2016, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse) and dermatitis contact ("nickel allergy/ acute itching"). In (B)(6) 2016, the patient experienced migraine ("migraines / headaches"). On an unknown date, the patient was found to have a pregnancy with contraceptive device ("maternity leave (B)(6) 2016") and experienced abdominal pain lower ("abdominal pain / lower right side of abdomen"), heavy menstrual bleeding ("menorrhagia"), vulvovaginal pain ("vaginal pain") and fatigue ("fatigue"). The patient was treated with surgery (salpingectom (bilateral), hysterectomy (full). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, dysmenorrhoea, abdominal pain lower and dyspareunia had resolved and the pregnancy with contraceptive device, heavy menstrual bleeding, dermatitis contact, vulvovaginal pain, fatigue and migraine outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as a live birth of a healthy child. The reporter considered abdominal pain lower, dermatitis contact, dysmenorrhoea, dyspareunia, fatigue, heavy menstrual bleeding, migraine, pelvic pain, pregnancy with contraceptive device and vulvovaginal pain to be related to essure. The reporter commented: discrepancy noted in essure insertion date: (B)(6) 2015. Discrepancy noted in essure removal date: (B)(6) 2017. Describe when you took leave and the reason: reason: maternity leave. Date leave began: (B)(6) 2016. Date leave ended: (B)(6) 2016. Reason: after essure was put in. Discrepancy noted in essure confirmation test: (B)(6) 2016. Plaintiff received treatment for bleeding menorrhagia. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2016: results: total bilateral occlusion.; in (B)(6) 2016: essure to be in good position without spillage from the fallopian tubes. Lot#c65837 reported is not valid. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pregnancy with contraceptive device, abdominal pain lower. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-may-2021: mr received. Reporter information, medical history added. Pregnancy outcome updated from unknown to live birth, child healthy. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a 32-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's concurrent conditions included depression and anxiety. Concomitant products included sertraline hydrochloride (zoloft) since 2006. On (B)(6) 2015, the patient had essure inserted. In december 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient was found to have a pregnancy with contraceptive device ("maternity leave jan 2016 to jul 2016") and experienced dysmenorrhoea ("dysmenorrhoea"), abdominal pain lower ("abdominal pain / lower right side of abdomen"), dyspareunia ("dyspareunia (painful sexual intercourse)"), menorrhagia ("menorrhagia"), allergy to metals ("nickel allergy"), vulvovaginal pain ("vaginal pain"), fatigue ("fatigue") and migraine ("migraines / headaches"). The patient was treated with surgery (salpingectom (bilateral), hysterectomy (full)). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, dysmenorrhoea and abdominal pain lower had resolved and the pregnancy with contraceptive device, dyspareunia, menorrhagia, allergy to metals, vulvovaginal pain, fatigue and migraine outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was unknown to the reporter. The reporter considered abdominal pain lower, allergy to metals, dysmenorrhoea, dyspareunia, fatigue, menorrhagia, migraine, pelvic pain, pregnancy with contraceptive device and vulvovaginal pain to be related to essure. The reporter commented: discrepancy noted in essure insertion date-11-feb-2015 and 11-dec-2015. Discrepancy noted in essure removal date-(B)(6) 2017 describe when you took leave and the reason: reason: maternity leave date leave began: jan2016. Date leave ended: jul2016. Reason: after essure was put in. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2016: results: total bilateral occlusion.. Most recent follow-up information incorporated above includes: on 18-dec-2020: pfs and mr was received. New events migraines / headaches, nickel allergy, dyspareunia, pregnancy with contraceptive device, device ineffective were added. Date of insertion updated. Concomitant condition was added. Concomitant drug was added. New reporter was added. Aka name was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a 32-year-old female patient who had essure (batch no. C65837) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included abdominal pain, right lower quadrant pain, pelvic pain and uterine enlargement. Concurrent conditions included depression and anxiety. Concomitant products included sertraline hydrochloride (zoloft) since 2006. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient was found to have a pregnancy with contraceptive device ("maternity leave (B)(6) 2016") and experienced dysmenorrhoea ("dysmenorrhoea"), abdominal pain lower ("abdominal pain / lower right side of abdomen"), dyspareunia ("dyspareunia (painful sexual intercourse)"), menorrhagia ("menorrhagia"), allergy to metals ("nickel allergy"), vulvovaginal pain ("vaginal pain"), fatigue ("fatigue") and migraine ("migraines / headaches"). The patient was treated with surgery (salpingectom (bilateral), hysterectomy (full)). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, dysmenorrhoea and abdominal pain lower had resolved and the pregnancy with contraceptive device, dyspareunia, menorrhagia, allergy to metals, vulvovaginal pain, fatigue and migraine outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was unknown to the reporter. The reporter considered abdominal pain lower, allergy to metals, dysmenorrhoea, dyspareunia, fatigue, menorrhagia, migraine, pelvic pain, pregnancy with contraceptive device and vulvovaginal pain to be related to essure. The reporter commented: discrepancy noted in essure insertion date-(B)(6) 2015. Discrepancy noted in essure removal date- (B)(6) 2017. Describe when you took leave and the reason: reason: maternity leave date leave began: (B)(6) 2016. Date leave ended: (B)(6) 2016. Reason: after essure was put in. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2016: results: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 31-dec-2020: mr received: lot number, medical history were added. Patient demographic was updated. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a 32-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced fatigue ("fatigue"), dysmenorrhoea ("dysmenorrhoea"), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia") and vulvovaginal pain ("vaginal pain"). The patient was treated with surgery (salpingectomy. (Bilateral,hysterectomy (full)). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, dysmenorrhoea and abdominal pain had resolved and the fatigue, menorrhagia and vulvovaginal pain outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, fatigue, menorrhagia, pelvic pain and vulvovaginal pain to be related to essure. The reporter commented: discrepancy noted in essure insertion date-(B)(6) 2015. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2016: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 23-sep-2019: plaintiff fact sheet was received. Events added from pfs- vaginal pain. Lab data were updated. On 1-sep-2019: plaintiff fact sheet was received. Essure insertion date were updated. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a 32-year-old female patient who had essure (batch no. C65837-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included abdominal pain, right lower quadrant pain, pelvic pain and uterine enlargement. Concurrent conditions included depression and anxiety. Concomitant products included sertraline hydrochloride (zoloft) since 2006. On (B)(6)2015, the patient had essure inserted. In (B)(6)2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient was found to have a pregnancy with contraceptive device ("maternity leave (B)(6)2016") and experienced dysmenorrhoea ("dysmenorrhoea"), abdominal pain lower ("abdominal pain / lower right side of abdomen"), dyspareunia ("dyspareunia (painful sexual intercourse)"), menorrhagia ("menorrhagia"), allergy to metals ("nickel allergy"), vulvovaginal pain ("vaginal pain"), fatigue ("fatigue") and migraine ("migraines / headaches"). The patient was treated with surgery (salpingectom (bilateral), hysterectomy (full)). Essure was removed on (B)(6)2017. At the time of the report, the pelvic pain, dysmenorrhoea and abdominal pain lower had resolved and the pregnancy with contraceptive device, dyspareunia, menorrhagia, allergy to metals, vulvovaginal pain, fatigue and migraine outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was unknown to the reporter. The reporter considered abdominal pain lower, allergy to metals, dysmenorrhoea, dyspareunia, fatigue, menorrhagia, migraine, pelvic pain, pregnancy with contraceptive device and vulvovaginal pain to be related to essure. The reporter commented: discrepancy noted in essure insertion date-(B)(6)2015. Discrepancy noted in essure removal date-(B)(6)2017. Describe when you took leave and the reason: reason: maternity leave date leave began: (B)(6)2016. Date leave ended: (B)(6)2016. Reason: after essure was put in. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6)2016: results: total bilateral occlusion. Lot#c65837 reported is not valid. Most recent follow-up information incorporated above includes: on 9-jan-2021: update of information (batch is not valid). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer, and describes the occurrence of pelvic pain ('pelvic pain'). In a 32-year-old female patient who had essure (batch no. C65837-not valid), inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included: abdominal pain, right lower quadrant pain, pelvic pain and uterine enlargement. Concurrent conditions included: depression and anxiety. Concomitant products included: sertraline hydrochloride (zoloft) since 2006. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient was found to have a pregnancy with contraceptive device ("maternity leave (B)(6) 2016"). And experienced dysmenorrhoea ("dysmenorrhoea"), abdominal pain lower ("abdominal pain /lower right side of abdomen"), dyspareunia ("dyspareunia (painful sexual intercourse)"), menorrhagia ("menorrhagia"), allergy to metals ("nickel allergy"), vulvovaginal pain ("vaginal pain"), fatigue ("fatigue") and migraine ("migraines/headaches"). The patient was treated with surgery (salpingectom (bilateral), hysterectomy (full)). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, dysmenorrhoea and abdominal pain lower had resolved. And the pregnancy with contraceptive device, dyspareunia, menorrhagia, allergy to metals, vulvovaginal pain, fatigue and migraine outcome was unknown. Pregnancy related information: retrospective report, last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred, during the first trimester. The pregnancy outcome was unknown to the reporter. The reporter considered abdominal pain lower, allergy to metals, dysmenorrhoea, dyspareunia, fatigue, menorrhagia, migraine, pelvic pain, pregnancy with contraceptive device and vulvovaginal pain to be related to essure. The reporter commented: discrepancy noted, in essure insertion date: (B)(6) 2015. Discrepancy noted, in essure removal date: (B)(6) 2017. Describe when you took leave and the reason: reason: maternity leave. Date leave began: (B)(6) 2016; date leave ended: (B)(6) 2016. Reason: after essure was put in. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram: on (B)(6) 2016, results: total bilateral occlusion.. Lot#: c65837 reported is not valid. Quality safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-jan-2021, quality safety evaluation of ptc. Based on the available information. A review of our complaint records and other relevant data was conducted. Any new and reportable information that becomes available from our investigation, will be provided in a supplementary report.